Event description:
The physician was performing of a therapeutic procedure, on a pt. The physician introduced the guidewire through a cannula in an effort to access the common bile duct (cbd), when the tungsten coating on the tip of the jagwire peeled off, and remained in the lower part of the pt's cbd. The physician was able to flush the tungsten coating from the pt's cbd.